Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-04939. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, myocardial infarction, ventricular fibrillation and cardiac arrest occurred. A 3.00x28mm taxus express2 drug eluting stent was deployed in the proximal left anterior descending (lad) adn a 3.5x12mm taxus express2 drug eluting stent was deployed in the lad. One year and ten months post the initial procedure, the patient was admitted for elective repair of a ventral incision hernia. While in the recovery room, the patient began having abdominal and chest pain. The patient was found to be experiencing an acute myocardial infarction and went into ventricular fibrillation /cardiac arrest. The patient was successfully defibrillated twice. The patient was taken to the cardiac cath lab were thrombosis was identified in the distal lad. Thrombectomy was performed with balloon angioplasty and unknown stent placement. The patient developed mild congestive heart failure which responded to medical treatment. The patient was dismissed 6 days later. Three days later, the patient presented with chest pain. Angiography revealed a widely patent vessel with timi 3 flow. The patient was maintained on lovenox. A CT revealed a right lower lobe pulmonary embolus.